Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's report numbers: 2029046-2019-03481, 2029046-2019-03483, 2029046-2019-03484 are related to the same incident.

Event description:
This complaint is from a literature source. The following complications were reported in this publication: 3 patients underwent catheter ablation of atrial fibrillation and suffered av fistula. Intervention conservative. No additional details were provided. There are 0 death events and 0 device malfunctions reported in this publication. Model and catalog number are not available, but the suspected devices is navistar thermocool. Other biosense webster devices that were also used in this study: carto, lasso. Non-biosense webster devices that were also used in this study: none. Publication details: title: association of scn10a polymorphisms with the recurrence of atrial fibrillation after catheter ablation in a chinese han population. Objective: in this study, we investigated whether rs6795970 polymorphisms are associated with af recurrence after catheter ablation. Methods: a total of 502 consecutive patients with af who underwent catheter ablation were included between april 2011 and february 2014.